Event description:
Siemens was informed on (B)(4) 2012 that the customer had completed the morning check of the system and left the room. When he returned he smelled something burning and could see smoke around the ceiling in the treatment room. Reportedly, there was no patient involved, no one was injured and a fire alarm was not activated. The customer service engineer confirmed the s34psi +-15vps seemed to be the most burned. A head control pcb on the next slot and both motherboard pcbs were also damaged. This reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).